Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e22 code) associated to patient circuit 2 pump blocked or too slow during maintenance activity.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: patient 2 pump was blocked and when manually activated it was grinding and noisy. Therefore, in order to solve the issue, the affected pump was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A complaint database review was performed and identified that unit was manufactured in 2015 and no other similar event was reported since its installation. Based on investigation results of previous similar complaints, the potential root causes of the pump block could be: (I) damage to the motor ball bearing due to corrosion caused by the environment in which the pump is located with the contribution of the disinfection procedure and / or (ii) bush abrasion due to shaft misalignment. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
See initial report.